Event description:
A facility reported that the cryosolutions set with 1 cartridge/1mm tip (33510) "does not seem to seal correctly". The facility indicated that they "followed the instructions and it seemed to leak the cartridge", preventing them from using the device. No injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h11. The 33510 cryosolutions set with 1 cartridge was not returned for evaluation after three good faith attempts (gfes) were made. As a result, the exact root cause of the reported issue could not be determined. However, a previous investigation by the product's legal manufacturer and sales entity found that certain lots of cartridges were affected by a valve that may open prematurely. The legal manufacturer has issued a safety advisory and updated the instructions for use (IFU), which have been distributed by integra to affected customers and distributors as part of a voluntary correction. This customer may have been impacted by the safety advisory, and the reported complaint is confirmed. If additional relevant information becomes available in the future, this complaint will be reopened, and an evaluation will be conducted. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.